Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for the call was over the weekend the patient had been trying to turn the stimulation up because they have had several accidents. Most of the day they are dry, but night is the problem. They were trying to crank it up a little bit at a time. On sunday ((B)(6) 2025) the patient turned the stimulation on and it was at such a high number the stimulation made the patient just about hit the roof and they are still sore inside from that. Even yesterday ((B)(6) 2025) it was still sore, but not as bad. The agent walked the caller through connecting to the patient's settings and the stimulation was on. The patient was not feeling the stimulation. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient had an appointment with their doctor in a couple of hours from the call. The patient had a compression fracture in l1. The patient fell on their butt on (B)(6) 2025 and was hospitalized and had an external catheter. Since the fall the patient has had troubles with their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.